Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h4, h6, h11. The device was not returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: -spare lamp failed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited cvl emergency lamp error e207 after the olympus endoscope system powered on. There were no reports of patient harm.